Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx8mm was difficult to operate. The following information was provided by the initial reporter: communication came from a diabetes consultant in the clinic to the purchase department that the needles offered by the bd safety pen needles do not activate properly and the pen needles cannot be used for insulin injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: thirty four sealed and six open and activated 30g x 8mm spn samples were returned from lot. No. 1048313, cat. No. 329608. An activation test was carried out on the thirty four sealed samples and no issues were observed. No issues were observed with the six open samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx8mm was difficult to operate. The following information was provided by the initial reporter : communication came from a diabetes consultant in the clinic to the purchase department that the needles offered by the bd safety pen needles do not activate properly and the pen needles cannot be used for insulin injection.